Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that at 1st, the device helped with their symptoms, but now the device was not helping with their symptoms. The patient reported that they were having urinary accidents/that they had started leaking again and couldn't hold their bladder.  The patient also stated that they'd had some falls. It was noted that they tried increasing stimulation and patient services reviewed how to change programs. The patient was able to change programs and increase stimulation to where they could feel stimulation. The patient said that the device had irritated them more than anything and "shocked" them. The patient was redirected to their healthcare provider to further address the issue.